Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cracked sensor neck and water-based liquid contamination on pcba triangle were observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the water-based liquid contamination and cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. The returned sensor was attempted to reprogrammed however an error occurred during reprogramming. The error prevented the returned sensor from being reprogrammed. An extended investigation has been performed and upon visual inspection, no issues were observed. The returned sensor did not read with evm (evaluation module). Visual inspection was performed on the returned de-cased sensor and no issues were observed on the returned sensors printed circuit board assembly (pcba). The returned battery was measured and was found to be within the specifications. Sensor was re-flowed to the asic (application specific integrated circuit) chip and again attempted to re-program sensor. Sensor did not re-programmed. Therefore, issue is unable to test. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial no), d4 (unique identifier (UDI)) and h4 (h4 - device mfg date) were updated based on return product download. Section d4 (serial no) was updated from (B)(6). Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.